Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported seeing gray streaks in her vision after cataract surgery with an intraocular lens (iol) implant in her left eye. The patient also reports her eyes get tired, burn and blur easily. Additional information was received reporting the patient had a yag procedure. The patient reports the feeling of something in her eye and it is hard to focus on puzzles and a computer screen. There are two manufacturer reports associated with these events. This report is for the left eye.

Manufacturer narrative:
(B)(4).

Event description:
Two weeks postoperatively, patient ¿very pleased¿ with implanted lens. Three weeks postoperatively, a doctor noted pco in both eyes not obstructing the visual acuity. Two months following the implants, the patient reports having a hard time seeing small print on paper and seeing signs while driving. The patient reported her vision has decreased recently. The doctor noted vitreous opacities and requested the patient return for a yag evaluation in four to six months. The patient also reports ¿sometimes getting a film over eye¿ which causes an occasional blur which started a few days prior. Approximately nine months following the implantation, the patient returned to the doctor with a complaint of blurry vision, reporting this started a week prior while driving. The patient noted dry eyes. The patient reports there is no discomfort and no glare, just a haze over things. For the week following the blurry vision, the patient reports seeing three blurry lines to the side that are there all of the time, however, she notices it most when she is on the computer. Nine and a half months following the implant, the patient returned to the doctor stating she has excellent vision but has cloudy streaks in the right eye. She reports this has been happening for approximately two weeks. She reports that it is annoying but there is no pain associated with the issue. A doctor diagnosed the patient with hyperopia, astigmatism, keratitis, and postoperative clouding not obstructing the visual acuity. One year following the implant, the patient returned to the doctor reporting of a ¿smudge¿ in the right eye. The patient reports having noticed this since surgery and that it does not affect her vision. One year and one month following the implant, the patient returned to the doctor reporting black square floaters in her left eye and seeing black and gold streaks. These streaks are more noticeable on a computer or reading, but not watching television or driving. This symptom began approximately one and one-half weeks prior to this visit. She also reports having a foreign body sensation. The doctor diagnosed the patient with other vitreous opacities and keratitis. Approximately two years and a month following the initial implant, the patient returned to the doctor reporting her left eye feels as though she is seeing through a dirty contact lens since the surgery. She is also seeing streaks in her vision, more with the left eye, than the right eye. Her eyes get dry and ¿sandy¿ when trying to focus on things like a computer. This is worse in the evenings. The doctor diagnosed the patient with punctate keratitis, hypermetropia, regular astigmatism, and presbyopia.